Event description:
It was reported that the customer was unable to charge the pump using the tandem-provided wall power adapter and usb cable. The customer was able to successfully charge the pump using an alternate wall adapter and usb cable. Customer's blood glucose was 155 mg/dl.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.